Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es, the machine had no power and screen was in black. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 04-jun-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the no power on the system. A field service engineer arrived onsite at the medstation and found that the all in one (aio) unit would not power on. Through troubleshooting and investigation, it was determined that the drawer controller printed circuit board (pcb) in the main drawer was preventing the aio from powering up. The drawer controller pcb was replaced, all cables were reconnected and secured, and a full functionality test was performed using the hardware test application (hta). The system passed the self-test, confirming proper operation. The system functioned as intended after the field service engineer repaired the device. E.1 initial reporter facility: (B)(6).